Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and . The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the screen and was hard to see. The customer reported that the unresponsive at times and messes up when trying to bolus and pump was shutting down and all the settings were deleted. It was reported that the made a long noise before shutting off. The insulin pump will not be returned for analysis.